Event description:
During ivc denali filter retrieval, right jugular access on a (B)(6) male pt, after access was gained and the cook introducer set was in place in the vena cava, the filter was successfully snared. The physician tightened the snare around the filter hook and proceeded to cover the filter with the inner introducer sheath. He was able to cover the filter to a point just above the feet of the filter. The physician then tried to cover the trapped filter with the outer introducer sheath but the filter got stuck with the feet outside the sheath. While he attempted to pull the filter into the introducer sheath, the proximal wire knob broke off. Placing a clamp on the proximal end of the wire snare the physician pulled on the wire, trying to pull the remaining portion of the filter into the introducer sheath. While pulling with some force, the wire snare broke. He pulled the whole system out to skin level but did not want to yank the bare filter out through the vessel and skin. The physician was able to remove the gtrs system completely, leaving the filter stuck in the pt's neck, and then placed a cordis brite tip sheath over the filter, suturing it in place. A vascular surgery consult was called. The pt was taken to the operating room where a vascular surgeon performed a foreign body removal procedure and the filter was entirely removed.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.